Event description:
For over 2 years omnipod insulin delivery system leaves rash, edema, blistering and some degree of bum on skin that was in contact with the omnipod. These patches of damage take weeks to return to normal and are aggravated for days after the omnipod is removed. Treatments listed on the blog provide no relief, such as applying several layers of skintac under pod, applying IV 3000 under pod and use of benadryl, cortizone or prescription strength steroid cream to the sites. Different brands of insulin have been tried to rule out allergies to insulin versus the omnipod. Rash/blistering and bum occurs with humolog, novolog and lyumjev insulin.